Manufacturer narrative:
(B)(4). H6: health effect clinical code - nodule. H6: medical device problem code - correction.

Event description:
Subsequent to the initial MDR, additional information became available. It was reported that a broken sensor wire occurred. The wearable was inserted into the arm. On 11/01/2024, it was reported that upon sensor removal, the sensor wire was missing from the wearable. The patient developed soreness, redness, and a pea size nodule at the insertion site and stated she would consult a physician. On (B)(6)2025, the patient called back to report the symptoms did not subside which prompted her to consult a physician (unspecified date). She had an ultrasound of the insertion site which showed a penetration ¿pathway¿ under the skin. On the same day, the physician made a small incision at the insertion site and removed the foreign body from the skin and sutured the area (50 minutes procedure). The patient was prescribed a course of oral antibiotic medication (cefadroxil 500 mg, twice per day for ten days) for the symptoms and no further medical intervention was provided. At the time of (B)(6)2025, follow up report the patient stated the redness subsided after three weeks, the incision site was healing, but she still had soreness in the area. On (B)(6)2025, tech support made a call back attempt to verify additional information, but the patient stated she would call back when she's available. No product or data was provided for evaluation. The allegation and a probable cause could not be determined. No additional event or patient information is available.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that a detached or missing sensor wire occurred. The sensor was inserted into the arm. No product or data was provided for evaluation. The allegation and a probable cause could not be determined. No injury or medical intervention was reported.